Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification: the cable was frayed. Conductor wires were intact and undamaged, but a drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported by the site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .105 - .175 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire was broken on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.